Event description:
The customer reported the male luer on the secondary set separates from the secondary tubing and gets stuck in the upper smartsite port of the primary set, keeping the piston activated. The customer originally thought the luer was breaking off but then discovered it is separating from the tubing. In some instances this has allowed the primary bag to empty with fluid leaking out through the open smartsite valve. In several occurrences in the operating room when the primary sets were not on a pump, air ingress into the line through the open port has occurred. There have been no reports of pt harm or of air reaching the pt. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.